Manufacturer narrative:
The device was evaluated after incident was reported. The device was found to be operating within candela specifications and the treatment parameters were within candela recommended guidelines. It is most likely that patient had an outward response to treatment or herbal treatment thst patient used potentially created this response. The information from clinic also specified juvamine cranberry sorbitol as a herbal treatment used for this patient.

Event description:
On february 6, 2018, the account (B)(6) reported that their patient received laser treatment on (B)(6) 2018 and responded with burns and blisters on treated area.